Event description:
It was reported that the patient presented in the operating room for a device implant. The pacemaker was accidently updated prior to implant into the pocket, which gave a high impedance reading. The device was tested in the pocket with a pacing system analyzer and had impedance measurements in-range. Despite normal impedance once in the pocket, the doctor elected to use another pacemaker which was implanted successfully. The patient did not experience any symptoms before, during, or after the procedure.

Manufacturer narrative:
The reported field event of impedance anomaly was not confirmed in the laboratory. The device was tested on the bench and lead impedance testing, along with evaluation of the device header found no defect that could contribute to the reported impedance issue. No anomalies were found.